Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay and label damage. Device received with a blank display anomaly due to battery tube power connector not fully connected into j7 of electrical board. Unable to perform functional test including self test, sleep current measurement, active current measurement and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated they changed the battery 3 times but the pump would not turn on. No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.